Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Two photos were provided to our quality team for investigation. In both photos a light crack can be seen from 4ml graduation line to 6ml graduation line. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Sample was also provided to our quality team for investigation; however, we are unable to locate it at this time. Please understand this is a rare occurrence and we apologize. Should the sample be located, we will re-investigate and respond back to you with the results. Furthermore, a device history record review was completed for provided lot number 4039056. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material # 302995, batch # 4039056. It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: verbatim: good morning, one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Situation: issue: bd 10ml syringe cracked. This was discovered during drug administration of etomidate during rsi. Bd syringe lot 4039056, expiration 2029-01-31. Other syringe of same lot number had no issues. This reached the patient without any harm. Slight delay in drug administration due to rn having to seal the crack during drug administration. (Photos attached) background: event date: 7/6/2024 ih #: 32027997 mfg #: 302995 description: syringe 10ml l/l 302995 sample available : yes (if sample is available and would like it sent for your evaluation, please reply all and attach a return shipping label via email) lot #: 4039056 assessment: po # (B)(6). Was there injury? No. Resulted in a delay of administration. Name of facility : xxx main contact name and phone number: xxx frontline caregivers contact information (if applicable): xxx account # po purchased on: (B)(6). Recommendation/request: intermountain¿s next steps: supplier¿s next steps: if you would like the product returned, please reply all with a return shipping label attached within 10 days that this email was sent (7/11/2024). If no label is received, product will be discarded.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.